Manufacturer narrative:
The device history record (DHR) for lot 2410500063 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and the reported condition was observed. A corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that 3.5fr umbilical catheter was placed. The rn connected the ivf¿s, after connecting extension piece/tri-fuse, the end would not lock into place to the end of the catheter, it would keep turning and easily disconnect. Multiple extension tubing was tried, and they all did the same, would not lock into catheter. Inspection of the catheter tip showed to tabs, when compared with other 3.5fr catheters those had two tabs and a lip. The umbilical catheter was replaced, no harm to the patient involved. There was only delay in hanging ivf's and a second catheter being placed. The customer also stated that twin b was getting lines placed at the same time, the catheter assessed for the same catheter tip and changed prior to placement.